Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 1 year and 5 months from the primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08 july 2022: lot 2008271: 132 items manufactured and released on 30-sept-2020. Expiration date: 2025-09-21. No anomalies found related to the problem. To date, 125 items of the same lot have been sold without any similar reported event during the period of review. Additional device involved in the event, batch review performed on 08-jul-2022 ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 2002608 lot 2002608: 473 items manufactured and released on 03-aug-2020. Expiration date: 2025-07-21. No anomalies found related to the problem. To date, 471 items of the same lot have been sold with another similar reported event during the period of review.